Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unspecified date for the treatment of variceal bleeding. During the procedure, after the first deployment of the device, the bands got caught on one another and would not deploy anymore. They attempted to use a second speedband superview super 7 device, but the same issue occurred. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. It was reported that for the first device they took up the slack by cranking the gear and for the second they did a pull-through method (pulling the metal metal string through to tighten the string). There were no patient complications reported as a result of this event. **additional information received on (B)(6)2022** the procedure date was (B)(6), 2021.

Manufacturer narrative:
Block h2: additional information: block b3 (date of event), block b5 (describe event or problem), block d4 (lot number and expiration date), block e1 (initial reporter's first, last name and phone number), block e3 (occupation) and block h4 (manufacture date) block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unspecified date for the treatment of variceal bleeding. During the procedure, after the first deployment of the device, the bands got caught on one another and would not deploy anymore. They attempted to use a second speedband superview super 7 device, but the same issue occurred. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. It was reported that for the first device they took up the slack by cranking the gear and for the second they did a pull-through method (pulling the metal string through to tighten the string). There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.